Event description:
It was reported that medical attention was sought on (B)(6)2017 at 2:00 pm after the end user received lower than normal blood glucose results. The end user experienced dizziness accompanied with a low blood glucose reading of 52 mg/dl. The paramedics were called and performed a blood glucose test with their meter and the result was 90 mg/dl. No treatment was administered and nor was the end user transported to the ER due to his blood glucose reading was within the normal range. No additional details were provided in regards to this medical event.